Event description:
It was reported that the patient¿s pacemaker entered backup vvi operation following the implant procedure, after the patient had left the procedure room. It was noted that the device had not been interrogated before or during the procedure. After consulting the technical support team for programming guidance, the pacemaker was restored to normal operation. The patient was recovering.